Event description:
The faclity reported that a patient was receiving fentanyl 25 - 50mcg q 1 hour prn post-operative for repair of colotomy and sigmoid colon d/t perforated colon when the patient expired. Per the safety coordinator, the death was unrelated to the use of fentanyl and the colleague pump. The cause of death is listed as an exacerbation of copd (chronic obstructive pulmonary disease). The patient had a dnr (do not resuscitate) order, did not want to be resuscitated or intubated. The patient reportedly had experienced breathing issues since admission to the hospital. The patient's o2 level in 2007 was 84% on room air. The paient was receiving o2/nasal cannula at an unknow liter rate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 24, 2007. This pump serial number is unknown and the device is not able to be located for return for evaluation. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.